Event description:
It was reported the quantum system stopped functioning intra-operatively causing a 45-minute surgical delay. According to the physician, the quantum system appeared to be powered on and responded with tones when activated; however, no plasma was produced. A back-up unit was obtained from another hospital system campus and the procedure was completed. No pt complications were reported as a result of this event.